Event description:
This event was reported as peri-prosthetic aortic regurgitation, mild to moderate; medical therapy had not worked well; pt also had mitral regurgitation & severe tricuspid regurgitation & annular calcification pre-op; no further info was provided.